Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the device will power itself and will not complete the boot-up process.